Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) pcb. Covidien was not authorized to service the device.